Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began to receive inadequate therapy over time. An impedance check revealed high impedance on both of the patient's leads. Reprogramming was able to restore needed therapy, but the doctor decided to explant and replace the patient's lead located at t9. Surgical intervention addressed the patient's issue.